Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pain. X-ray diagnosed the right ventricular (rv) lead with ¿ballooning¿ of the insulation and found a ¿frayed wire.¿ the lead remains in use for further monitoring. No patient complications have been reported as a result of this event.